Manufacturer narrative:
As reported, the oscillator blade is not expected for evaluation as it was discarded at the user facility. Without the actual product an evaluation could not be performed and the root cause of the reported blade cutting edge breakage was unable to be determined. This device was manufactured on 25-nov-2014. The UDI# (B)(4). A review of complaint history found that there have been no previous adverse events reported on this device. There have been no complaints for this item and lot# combination. A review of the device history record found no abnormalities that would cause or contribute to this reported event. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported related to this device failure mode. The handpiece instructions for use advises the user not to use the blade for prying, removal of bone grafts or as a leverage point. This can cause patient or user injury. The user is advised that blades are single-use devices and should not be reused. The user is also advised to avoid contact with customer blocks, retractors and other instrumentation while in use or damage can occur. Device discarded at user facility.

Event description:
The customer reported that during surgery, the cutting edge of the oscillator blade broke off while being used to cut bone. As reported, the broken cutting edge fell into the surgical site and was retrieved. The procedure was completed successfully using a backup blade. There was no injury reported to the patient or user. All additional patient and event information requested could not be obtained.